Event description:
The product analysis laboratory (pal) determined the homechoice machine system failed rite (returned instrument test/evaluation) testing due to a rite - therapy monitored volume failed performance spec: fill 1: 16.1 ml, drain 1: 15.2 ml. (Rite specs are 774.0 - 821.0 ml.) Rite test failure, no patient involved.

Manufacturer narrative:
(B)(4). The device was returned and evaluated by the product analysis lab (pal). The pal evaluated the device for the issue of failed homechoice (hc) return instrument test/evaluation (rite) failed functional test for therapy monitored volume failed performance spec: fill 1 16.1 ml, drain 1 15.2 ml. Device (rite specification limits of 774 ml - 821 ml). The pal evaluated the device and no failure or malfunction was identified that could have caused or contributed to the reported issue. The device completed several short simulated therapies (rite therapy) with no problems encountered. During therapies the fill and drain volumes were monitored on the device and revealed proper amount volumes were delivered during fill and drain phases. The assignable cause was undetermined. The device will be sent to servicing.